Event description:
The customer reported the device failed to transition to backup battery during a generator check. No patient harm reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the battery in vent did not work during a power outage. The customer reported that the device was not in clinical use at the time the issue was discovered.